Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states, the right side seat rail where the back cane attaches is bent down at quite and angle, maybe almost at a 90 degree angle.